Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2.5 years post-implant, it was reported that the patient expired and the reported cause of death was intracerebral bleeding.

Manufacturer narrative:
The pump was not explanted from the patient; therefore, will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.